Event description:
The advocate stated that the customer tested his blood glucose and received a reading of 162 mg/dl using his breeze2 meter. He then took 2 units of insulin. The customer retested his blood glucose an hour later. He received a reading of 82 mg/dl, but was in a stupor according to the advocate. She called paramedics and they tested the customer's glucose at 13 mg/dl using their meter. The customer was taken to the hosp. The advocate did not know what type of treatment the customer received, but he was most likely treated with glucose. The test strips were returned for evaluation. Replacement test strips were sent to the customer.